Event description:
It was reported that there are occasional sync failures. There was reportedly no patient involvement. The problem was confirmed and resolution in gfe response seems to suggest this was caused by user error, but that¿s not totally clear. Although the cause was not identified, the customer was instructed on proper use of the defibrillator. This will be documented as a malfunction, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporter's phone number: (B)(6).